Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 145 ohms. Technical services (ts) reviewed the latitude data and stated that there was an initial decrease in shock impedance after the switch, after which it was increasing again. Ts recommended further evaluation and programming optimization. This rv lead remains in service. No adverse patient effects were reported.